Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's cervical lead had migrated and the patient was not getting pain relief. Surgical intervention is planned to resolve the issue.

Event description:
Follow up information indicated x rays confirmed the lead had migrated. The physician removed and replaced the lead as well as electively replaced the ipg.